Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the wds was inserted into it. When the closure device was deployed it perforated the laa of the patient. This perforation resulted in the patient experiencing a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis, but the effusion did not fully resolve. The patient was brought to have surgery to repair the perforation and treat the effusion. Following surgery the patient was stable and the effusion had resolved. The patient has since been discharged from the hospital doing fine.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into it. When the closure device was deployed it perforated the laa of the patient. This perforation resulted in the patient experiencing a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis, but the effusion did not fully resolve. The patient was brought to have surgery to repair the perforation and treat the effusion. Following surgery the patient was stable and the effusion had resolved. The patient has since been discharged from the hospital doing fine.

Manufacturer narrative:
Device/media analysis: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. The sheath had a kink 3.5cm from the tip and the tip was damaged as the tri-cuts were flared and bent. The implant was deployed without issue. There were abrasions in the distal end of the sheath, and anchor damage on the implant, which is consistent with recapturing an implant. Inspection of the remainder of the device presented no other damage or irregularities. There was no known issue reported with the device and analysis did not find any manufacturing related defects.